Manufacturer narrative:
The investigation for access site bleeding has been completed. The data log review was not required for this case. The pump was returned for investigation. The motor side catheter was cut at the kink protector red handle and was missing from the return package. The red handle was opened, and no blood was observed inside it. No further investigation could be performed on the returned product. According to the clinical report, the pump was turned off and left in place inside the patient, where bleeding was observed from the open lumen of the catheter. Clamping did not resolve the bleeding. The catheter was fully removed and the site was closed. The reported failure mode of product damage (hole in catheter) was applicable for the blood leaking inside the red handle caused by the hole in the catheter line. However, in this case, no blood was observed inside the red handle. Hence, this failure mode was removed and replaced by the accessible bleeding failure mode, since the open end of the catheter was leaking while the motor end was still inside the patient. The cause of the access site bleeding issue was most likely use related, based on returned product investigation and given clinal details. B.1 revised to reflect adverse event only, based on the investigation findings since the initial manufacturer device report number 1220648-2025-25950 was submitted. B.2 revised based on the investigation findings since the initial manufacturer device report number 1220648-2025-25950 was submitted. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25950 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 revised to serious injury based on the investigation findings since the initial manufacturer device report number 1220648-2025-25950 was submitted. H.6 revised codes to reflect adverse event only with intervention, based on the investigation findings since the initial manufacturer device report number 1220648-2025-25950 was submitted.

Manufacturer narrative:
The impella pump has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) for bridge to transplant and experienced removal difficulties. The impella insertion was successful without complication and patient on was support until bridged to transplant after approximately 16 days of mcs. The impella pump was cut out with native heart, and the catheter was left in the ascending aorta for post-transplant removal. Blood was noted leaking at the red impella plug. Clamping impella external catheter would not stop the blood from leaking. Graft pulled out from cutdown slightly, the impella catheter was fully removed from locking mechanism, and graft was clamped. Site closed post successful bridge to transplant.